Event description:
Patient reports developing two burns, each approximately one inch in diameter, on his right calf following treatment with the anodyne home unit. The patient received medical treatment.